Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from two and a half years to less than three months in approximately one year time period. Consequently, the physician will explant and replace the device and this procedure is scheduled to be performed on (B)(6), 2022. At this time, there is no evidence that suggests data from this device has been sent to be analyzed to confirm the premature battery depletion (pbd) observation. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from two and a half years to less than three months in approximately one year time period. Consequently, the physician will explant and replace the device and this procedure is scheduled to be performed on (B)(6) 2022. At this time, there is no evidence that suggests data from this device has been sent to be analyzed to confirm the premature battery depletion (pbd) observation. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The explanting hospital indicated that the product is not available for return to boston scientific. At this time, the explant date is unknown as it has not been provided from the field.